Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the catheter was lacerated during a surgery, which was not related to the pump on (B)(6) 2016. There were no symptoms reported. The catheter was going to be repaired and the representative was calling to determine which revision kits could be used to repair the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.